Event description:
It was reported the device was used during a video assisted thoracoscopic surgery. It was reproted by the rep. Dr could not fire the first instrument. Cartridge of the 2nd instrument fell into the pt, when the dr opened the jaw. The case was finisehed with another stapler. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that instrument a was returned with a bent knife. No testing could be performed on instrument a due to the condition of the knife. No conclusion could be reached as to how this damage occurred. Instrument b was returned in good physical condition. The cartridge retention feature was measured and was found to be within design specification. Instrument b was cycled, fired, cut, and formed the staples within design specification. Comments: each instrument is evaluated during the assembly process to ensure it functions properly.